Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during anterior spinal fusion surgery when final tightening the cam lock on the skyline plating system, the cam did not engage the screw and continued to spin. The doctor concern was that the screw could potentially back out. There was a surgical delay of twenty (20) minutes. Patient status is unknown. The procedure was successfully completed. This report is for unknown screw. This is report 2 of 2 for complaint (B)(4).